Event description:
Consumer reported complaint for error message (e-5). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer had not been using the proper testing technique. During the call, a blood test was performed by the customer and produced e-5 error using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 07/28/2022 and test strips were opened three days prior to call.

Manufacturer narrative:
(B)(4). Meter and test strips were returned for evaluation. Defect found on returned strips: control results out of range and e-2 error. No defect found on returned meter. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.